Manufacturer narrative:
(Device not returned).

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that it was taking too long during reheating to get to 39 degrees celsius. At 37 degrees celsius, the user switched the lines from the right to the left side and finished the case. The device was not changed out and no error codes, audible or visual alarms were generated. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.